Manufacturer narrative:
H10, h2, h3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no issue was observed. Complaint of error messages was confirmed. Product failed functional testing with a cassette insertion/pressure offset error. Cause of errors is a defective electronic component. The complaint was confirmed and the root cause has been determined to be a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that the control unit had an error message that said "remove cassette, restart control, fully insert cassette". No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.